Event description:
Rn noticed that extension tubing of the port had fallen apart at the distal hub. The tubing was clamped immediately. Md notified and the port re-accessed with a new needle without difficulty.patient was receiving vest therapy for 20 minutes. When registered respiratory therapist (rrt) removed vest there was blood and wetness on the therapy vest. The green cap/top of vancomycin line had popped completely off. Vancomycin that was running had run into bed along with blood.